Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Case description - (B)(6) report findings: (b. Braun medical (B)(4) informed us that they received by) (B)(6), a letter, which, by an ongoing market surveillance action, a recall has to be done by a non-conformance that was detected on the following references: associated medwatches below: reference: (B)(4), batch number: 115045 (bbs reference: (B)(4), 3003639970-2019-00288 - this report). Reference: (B)(4), batch number: 118235 (bbs reference: (B)(4), 3003639970-2019-00289). In the letter is stated the following: "in this context, it was found that the results of the above batch tests of the mentioned batches are in non-conformity with the respect to the parameter "diameter", when compared to the respective specifications in table "0667.-1-diameters and breaking loads (namely: non-compliance with criteria a and b due to measures of diameter above the specifications in the table. Due to this context, batch 115045, refer. (B)(4) and batch 118235 and refer. (B)(4) by manufacturer b.braun surgical (B)(4), do not meet the essential requirements by the decree-law 145/2009, 17th june". An immediate suspension and a recall of the following batches should be performed. Samples received: 108 unopened pouches. Manufacturing site evaluation - b.braun investigation: analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the (B)(4) market (B)(4) units of this code batch. Review of the batch manufacturing record showed this product had a normal process and the results during the process fulfills usp/ep and b.braun surgical requirements. Tightness test on the samples received has been performed and the units are tight. Diameter result conducted on the novosyn samples received is (B)(4) in average and fulfills the b. Braun surgical requirements (0.415 mm < xave <0.455 mm). However, this result is slightly oversized according to the requirements of the european pharmacopoeia (ep) for this size and thread: 0.350 mm < xave < 0.399 mm. As stated in the instructions for use of the product: "novosyn fulfills all the requirements of the european. Pharm. And united states pharm. - current edition - for sterile, synthetic, absorbable sutures (except for an occasional slight oversize in some gauges). The diameter result on the novosyn samples fulfill the b. Braun surgical requirements according to the finished product specifications. Therefore, we consider that our product meets with b. Braun surgical requirements and no actions in the market are required. Final conclusion: although the results of the samples received fulfill the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with a batch of novosyn suture. The (B)(6) regulatory authority, (B)(6), found a non-conformance during an ongoing market surveillance action. The novosyn lot was tested and out of specifications in regards to diameter; the diameter measured was greater than those listed in the european pharmacopeia (ep) guidelines. An immediate suspension and recall of the batches was recommended. Additional information has been requested. This report refers to the second batch. Associated medwatches: 3003639970-2019-0289.